Event description:
The user facility reported that blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator. The leakage reportedly occurred after 2 hours into the procedure. The blood loss was reported to be minimal ("droplets") and it was not deemed necessary to come off pump. Additional event specific information has not been made available.

Manufacturer narrative:
Method = the involved device has not been received for evaluation. Therefore, the failure investigation was limited to a review of user facility information and quality records. There were no indications of any production related problems in the device history records. A review of the manufacturing records for this device confirmed that it met all pre-release specifications. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while throughly checking for any signs of leakage prior to use. All available information has been placed on file for use in quality assurance tracking, trending and follow up. (B) (4).